Event description:
Skytron contacted our distributor in the (B)(4) area who contacted the facility. The facility has informed us that they used a 3rd party contractor (B)(4) to examine the table without knowledge of either skytron or rc sales and service (skytron distributor). (B)(4) directed the facility to order both a new pump and relay box from skytron. The pump and relay box were shipped to the facility where (B)(4) proceeded to install it without the benefit and knowledge of skytron's certified service technician. Skytron has no other info and are unable to make any determination on this situation as we have not received the service report from either the facility or (B)(4) after several requests. The facilities risk coordinator has informed skytron that the table in question was put back in service on (B)(4) 2011. Not returned to MFR.